Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching. The analyst commented that the insulation breach did contribute to the low impedance.

Event description:
It was reported that during the implant procedure, the lead exhibited low impedance measurements. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited low impedance measurements. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.